Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the rex roth valve is stuck.associated malfunction for this device: pilot valve leaking, o ring defective, regulator leaking, filters missing.